Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer declined to complete the check and resumed insulin delivery. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. As well, as that the insulin gauge was inaccurate. Customer¿s blood glucose level was 208 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.